Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after experiencing pocket stimulation. Device interrogation revealed that the right ventricular lead exhibited low impedance triggering a polarity switch. The lead exhibited normal impedance measurements in clinic; the lower impedance measurements could not be reproduced. The device was programmed to unipolar configuration. The patient&#38112;condition was good post event and would continue to be monitored.